Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that a solution administration set with 3 way stopcock had tubing disconnected from the luer lock. There was patient involvement, however, there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was received for evaluation. The separated tubing and luer were measured and visually inspected. The dimensions were found to be within specification. The visual inspection revealed solvent applied to the junction, and underinsertion of the tubing into the luer. The cause of the separated tubing is under-insertion of the tubing into the luer.